Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event manifested by cloudy effluent. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.